Event description:
Reportedly, the first clip fired with no problem and then the second clip would not load. The surgeon pulled the handle again, but the pusher bar pushed forward and tore the vessel. The vessel was occluded with another instrument.